Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2014 with the following findings:during a visual inspection of the pump, no damage was found to the keypad cover; however, the keypad symbols were worn off. During testing, all of the keypad buttons were intermittently unresponsive; the complaint of a keypad response issue was duplicated. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. (B)(64).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.